Manufacturer narrative:
As received, the device was not released, it was subsequently released into a thick normal simstern and functioned properly releasing within typical forces. Additional info received regarding the incidence was that the target connector tubing was curled in the target zone, and was an interference with insertion of the introducer. The pt was described as obese. Thick overlying tissue coupled with interference from the connector tubing, may have lead to the unsuccessful attempt.

Event description:
Unsuccessful attempt.